Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01660. It was reported the pt was not receiving effective stimulation. The pt was reprogrammed multiple times without success. It was determined the leads had migrated. He underwent revision surgery where his two leads were explanted and replaced with a new one. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.